Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred.cts was assisting the customer with the altitude alarm but the call was disconnected. Cts attempted to call the customer back a couple of times but was sent to voicemail each time. No further information was provided.